Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 02-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the all orders were not crossing over, and no medications could be pulled. A technical support specialist (tss) verified that the server attempted to reach the carefusion coordination engine (cce) at ip 10.155.5.24 but failed due to a timeout caused by a temporary connectivity interruption. The endpoint did not respond within the expected timeframe during the incident, however, communication was later restored without any intervention, indicating a transient issue. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all orders were not crossing over to the stations. As a result, users were unable to pull any medications. The issue affected all stations and began on the reported day. Pharmacy was aware of the issue. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.